Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Without a lot number, a review of the mfg records could not be conducted. The pt's legal fact sheet alleges the pt was treated for infection, however, the medical records provided do not make reference to any type of infection suffered by the pt. If additional event and/or eval info is obtained, a follow-up MDR will be submitted. See MDR 1213643-2015-00167 for info related to the other bard/davol flat mesh implanted on (B)(6) 2011. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Type of reportable event: corrected to include serious injury.

Event description:
The following is based on a review of the pt's medical records and the pt's legal fact sheet provided to davol by the pt's attorney: (B)(6) 1998, the pt underwent opening of the anterior vaginal wall, placement of alleged bard/davol flat "marlex" mesh (#1), correction of enterocele, reinforcement of wall and creation of a new vaginal apex by suspension from the uterosacral ligaments. No product identifiers provided for this procedure. On (B)(6) 2001, the pt was diagnosed with recurrent anterior wall prolapse and underwent anterior colporrhaphy revision procedure with a bard/davol flat mesh (#2) implant. On (B)(6) 2014, the pt was diagnosed with recurrent pelvic relaxation and underwent a revision procedure including transvaginal, paravaginal defect repair, site-specific anterior colporrhaphy, augmented with a non-bard/non-davol mesh, posterior repair and cystoscopy. Operative report for this procedure did not have any mention or visualization of either previously implanted bard/davol mesh.